Event description:
I had a bi-lateral total hip replacement on the stated two dates in 2005. Problems are severe pain in 2012 in hip area, walking is difficult, swelling in both legs in 2012, getting in and out of auto, arising from chair, etc, etc...